Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile software version 2.9.0 clinical app installed on ios18.5 with ngp pump was conducted and confirmed the issue is reproducible. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Cause and or contributing factors: after conducting a thorough investigation, we found that instable ble connection is the likely cause of the reported upload failure, which was logged as failure to establish secure session. Additionally, there are several instances of appstatechangeevent transitions from foreground, background, as well as networkstatechangeevent transitions from wi-fi to cellular. While snapshot uploads are expected to function in the background, performing the upload while the app remains in the foreground on a stable wi-fi connection may reduce the likelihood of these interruptions. It is also possible that the mmm app is competing for system resources with other background applications, contributing to instability during the upload process. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. Keep the app in the foreground during the entire hats upload. 2. Maintain a stable wi-fi connection. 3. Avoid other activities that may trigger connectivity transitions between the pump and the app. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.